Event description:
It was reported that pump experienced malfunction message malf 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.